Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The result was elevated compared to repeat testing and the result from one alternate method but comparable to the result of a second alternate method. The customer observed atellica im 1300 high-sensitivity troponin I (tnih) lot 070 elevated results on a female patient compared to an alternate method. Siemens reviewed available information to evaluate for a potential product problem. Qc was in range at the time the sample was run and the patient sample results were reproducibly elevated compared to an alternate method. This indicates a sample/patient specific incident. The sample is noted to be hemolyzed. Hemolysis >500 ng/dl hemoglobin can cause >10% change in results. Atellica im tnih initial result was 55.11 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate after centrifugation (48.590 and 45.468 ng/l). Results on the first alternate method on october 17, 2022 was 0.03 ug/l; repeated on october 18, 2022 and the result was 0.05 ug/l(cut off 0.04 ug/l). The customer also had the specimen run on a second alternate troponin I method which resulted 57.1428 ng/l which is above the reference interval for that method (reference interval: female 10 ng/l; male 20 ng/l). The october 18, 2022 first alternate method result is elevated concordantly with the atellica im tnih and the second alternate method result. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the first alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica tnih and alternate methods will have similar results. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The elevated result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate and the initial result was higher than the repeat results. The sample was repeated on one alternate non-siemens instrument and the result was lower and then the sample was repeated on a second alternate instrument and the result was similar to the initial atellica im result. There are no known reports of patient intervention or adverse health consequences due to the elevated tnih patient result.